Manufacturer narrative:
This lead has not been returned. Should additional information become available, or if the lead is returned and analysis is completed, this report will be updated.

Event description:
It was reported this right ventricular (rv) lead was not delivering pacing as expected. A lead revision procedure was performed and this lead was successfully explanted. During the procedure the patient was upgraded to an implantable cardioverter defibrillator (ICD) and an implantable defibrillation lead was implanted. No additional adverse patient effects were reported.